Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during mav (micro arteriovenous malformation) embolization treatment, distal marker band was missing from the catheter. It was reported that the physician navigated marathon catheter at carotid artery level and realize that cannot see the marathon. The physician removed the catheter and during visually inspection found that distal marker band was not present on the catheter. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The marathon catheter was analysis and approximately 0.6mm of the distal tip and marker band were found missing from the catheter. The location of the distal tip and marker band are currently unknown. The outer tubing material located at the broken end exhibited jagged edges and stretching. The inner liner at the same location was also found stretched and damaged. No other anomalies were observed. Results pending completion of device evaluation. A supplemental report will be filed when evaluation is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.